Event description:
Note: this report pertains to the second and third of three hologic devices used in the same procedures. See associated medwatch MFR's report number 1222780-2010-00212. Following several unsuccessful cavity integrity assessment (cia) tests with 2 novasure disposable devices during an endometrial ablation, the physician did a laparoscopy and saw a uterine perforation that was "bilateral at the top of the fundus and posterior". The physician "used gyrus" to coagulate the perforation site on the fundus of the uterus. The pt was discharged home. On (B)(6) 2010, the physician reported the pt is doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) and the hologic suresound were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
(B)(4), expiration date: 09/16/2011, device manufacture date: 08/16/2010. Eval: device history record (DHR) review was conducted for the identified lot number and serial numbers of the disposable devices. No abnormalities were found related to the reported info. The devices passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).